Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded at the user facility.

Event description:
It was reported the patient was revised approximately seven years post left total knee arthroplasty to address left knee pain with swelling and instability attributed to a car accident. The polyethylene insert was swapped for a thicker device. It was noted intraoperatively that there was a large defect in the lateral femoral condyle with significant poly wear. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed due to medical records received from the customer. Medical records and x-rays were reviewed. X-ray review could not confirm the report, large joint effusion is seen; no joint bodies. Evaluation of the polyethylene lining is difficult as it is radiolucent, and a disruption in the substance cannot be identified radiographically. Fit, alignment, and bone quality appear normal. Nothing can be confirmed besides a large joint effusion. There are areas of radiolucencies, suspected as artifact. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.